Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) over 1000mg/dl; cause was unknown. The customer went to the emergency room (ER) and was subsequently admitted to the hospital. Reportedly, the pump was off while customer was at the hospital, however, it was unknown why the pump was off. Multiple follow up attempts were made to obtain specific details, however, the customer did not respond to follow up attempts.